Event description:
It was reported that the patients spinal cord stimulation (scs) lead had ruptured. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.